Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sky variable self-drilling screw broke. The screw was originally implanted in the patient on an unknown date in 2009. The revision surgery was performed on (B)(6) 2021. The procedure outcome is unknown. There is no further information available. This report is for one (1) sky variable s-d scw 18mm ti. This is report 1 of 1 for (B)(4).